Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, when there is approximately 20-30 units of insulin left, customer experienced and elevated blood glucose (bg); however, a specific bg value was not provided. Customer declined to perform troubleshooting with tandem technical support